Event description:
It was reported the pump touchscreen was shattered, unresponsive and illegible. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.